Manufacturer narrative:
Age at time of event: (B)(6).

Event description:
It was reported that the guidewire tip broke and the tip remained in the patient. A savion flx was selected for use for a lower extremity angiogram procedure in the anterior tibial artery. The target lesion was highly tortuous, with a high degree of calcification and 100% stenosis. The guidewire was placed in the anterior tibial artery through the dorsalis pedis. The physician tried to cross into an occluded branch of the pedal plantar loop when the wire became caught in the occluded branch, and the distal tip of the wire broke off. The physician then removed the guidewire and the tip remained in the occluded portion of the vessel. There were no attempts made to retrieve the tip of the wire. The procedure was completed with a new savion guidewire. There were no further complications reported and the patient's status post-procedure was fine.

Manufacturer narrative:
Age at time of event: 50's. Device evaluated by MFR: visual analysis of the returned device revealed the device was broken at the distal section, and only 298.5cm of the device was returned, and the last 1.5cm of the device was not returned. The distal section of the device was also noted to be kinked. No other damage or irregularities were found. An analysis of the manufacturing records of the device was performed and no evidence of any deviation was found.

Event description:
It was reported that the guidewire tip broke and the tip remained in the patient. A savion flx was selected for use for a lower extremity angiogram procedure in the anterior tibial artery. The target lesion was highly tortuous, with a high degree of calcification and 100% stenosis. The guidewire was placed in the anterior tibial artery through the dorsalis pedis. The physician tried to cross into an occluded branch of the pedal plantar loop when the wire became caught in the occluded branch, and the distal tip of the wire broke off. The physician then removed the guidewire and the tip remained in the occluded portion of the vessel. There were no attempts made to retrieve the tip of the wire. The procedure was completed with a new savion guidewire. There were no further complications reported and the patient's status post-procedure was fine.